Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Unit passed self-test and displacement test. No missing segments/partial display or display anomaly noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when attempting to enter carbs. Customer's blood glucose was 119 mg/dl. Customer reported that display turned light and dark. It was also reported that buttons became unresponsive. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.